Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to remove the closure device, retraction problem, and failure to achieve hemostasis could not be determined. The reported treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following is corrected information: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, after the clip was deployed the device became stuck in the access site. A dilator was used on each side of the access ports to release the locking mechanism but failed to release. Slight tension was used to remove the device. The starclose clip did not achieve complete hemostasis. A non-abbott device and 10 minutes of applied manual arterial compression were used to achieve hemostasis. After the compression was applied a sand bag was placed on top of the patient's groin for 5 minutes to ensure hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.